Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of morphine and bupivicaine to treat non-malignant pain due to failed back surgery syndrome. The pt underwent explantation of the pump in 1999 due to "possible rotor problem." The pump was returned to the MFR for analysis. Another synchromed pump was implanted in the pt in 1999. The MFR has been unable to obtain info from the hcp regarding pt status.